Event description:
It was reported that the patient recently experienced severe issues with ventilation approximately halfway through the thyroidectomy procedure with the 8.0 reinforced emg tube. The clinician stated they believe the tubes are too soft and the lumen may be collapsing after they warm over time while inside of the patient. The clinician additionally stated that there was no way to know for certain what was occurring with the emg tube in the patient, but halfway through the cases anesthesia professionals were not able to ventilate the patient. As a result, their department has decided to not use the 8.0 reinforced emg tube any longer. Intervention performed was settings changes were applied to the ventilator. When pressure and airflow changes made to the ventilator were not helpful, the patient was extubated of the tube. After 30 seconds of mask ventilation was successful in restoring the patient's oxygen requirements, the patient was then re-intubated with a non-nim 7.0 ett under direct visualization with c-mac. Patient was alive and no injury. There was surgical delay of 15 minutes. There was no product damage. The procedure was completed with backup product(s). On follow-up it was reported that the cuff and tube checked for functionality prior to use by doing an inflation test and the cuff and tube perform as expected, no abnormalities were noted. Pressure monitoring device not used to monitor the pressure inside the cuff. Just prior to the difficulty with ventilation, the patient and/or tube was not repositioned. Bite-block not used to stabilize the tube. When the difficulty with ventilation occurred, the inner diameter of the tube was not visualized to check for potential blockages. No unexpected anatomy or difficult intubation noted that may have affected the use of the device.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medical safety review states that the event and its severity are known and labeled per IFU m726750c793 a, which states: cuff deflation or diffusion of a gas or gas mixture (nitrous oxide, oxygen, air) might result in cuff pressure and volume variation. It is recommended to inflate the cuff with the gas used to ventilate the patient to reduce potential effect of such diffusion. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation, tip deflection, and/or injury of the larynx or vocal cords. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Medical safety: a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. A bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube. If information is provided in the future, a supplemental report will be issued.